Event description:
The manufacturer received a work order for a simlygo device due to no power and the complaint was confirmed. The third- party service center visually inspected the device and found melted filter. In addition, service center also found sieve canister failure and low o2. At this time, no medical intervention has been reported, and no further investigation can be performed. If any additional information is received, a follow-up report will be filed.